Event description:
It was reported as the surgeon inserted the micl13.2 implantable collamer lens it flipped upside down. The lens was torn as it was removed from the eye and the back up lens was successfully implanted. There was no patient injury. The reporter stated the incident was the result of a user's error.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens flipped. Evaluation results: visual inspection of the returned lens showed the lens was returned in liquid. A piece of a haptic was torn off and missing. (B)(4).